Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d224drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed rising and high thresholds on the right ventricular (rv) lead and possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The ra lead ffrw oversensing appeared to be causing false detection of atrial arrhythmias and unnecessary mode switching. The leads remain in use. No patient complications have been reported as a result of this event.